Event description:
It was reported that during a rotational atherectomy treatment procedure of a tortuous, calcified proximal lcx lesion the wire fractured. After crossing the lesion using the guide wire and rota 1.25 burr, ablation was performed successfully. After ablation, the 1.25 burr was pulled out by dynaglide mode. The wire became stuck with the burr, and the distal portion of the wire fractured. The fractured poriton was sucessfully removed fromthe pt. The pt's condition and status are listed good.